Manufacturer narrative:
(B)(4).

Event description:
It was reported at pump replacement that the physician found the catheter tip to be in the epidural space so there was a new catheter placed. It was indicated that the physician adjusted the patient's daily dose, but the patient still was not "feeling well", so the daily dose was decreased again. It was noted that the physician was now slowly increasing the dose, however since replacement; the patient was unhappy the past 4 weeks with her therapy and would like it to be explanted. The outcome of the patient was not provided. The drug delivered via pump was morphine. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. Product ID 8637, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2012, product type catheter product ID 8591, serial# (B)(4), implanted: (B)(6) 2012, explanted: product type accessory. (B)(4).